Event description:
An attorney alleges that the patient had recent surgery to replace a defective defibrillator. The device specified in the claim is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.